Manufacturer narrative:
Although the suspect device has been received, the evaluation has not yet been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported to boston scientific corporation that a wallflex enteral colonic stent was used during a stenting procedure on a (B)(6) male patient. According to the complainant, during the procedure, the handle became detached. The procedure was completed with another wallflex enteral colonic stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported as stable.